Manufacturer narrative:
Evaluation summary. (B)(4). Upon receipt, the catheter was visually inspected and electrode ring # 10 was folded and sharp. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. An internal corrective action has been opened to address this issue. Catheter ods were measured and the device was within specifications. Then per the reported complaint, deflection and contraction tests were performed and the catheter failed both. It was then noticed that the quad lumen anchor holes were not aligned, causing the deflection and contraction issues reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint has been verified. For the damaged electrode ring, as previously stated, an internal corrective action has been opened to address this issue.

Event description:
It was reported that during the pulmonary vein mapping, the lasso variable catheter was not as steerable as it should be. The deflection and the change of the diameter of the loop did not work without each other. When the physician tried to change the diameter of the loop, the catheter would also deflect and vice versa. Therefore, the physician withdrew the catheter out of the patient and changed to a new one. This new catheter worked fine. There was no problem to withdraw the catheter. The catheter was never stuck. There was no patient consequence. The procedure could be finished successfully with the new catheter. No more information was available. The initial reported complaint itself was not indicative of a reportable event because the complaint issue was highly detectable without any patient consequence. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted electrode ring #10 was folded over on itself on both sides leaving the electrode ring sharp. Further information was requested in regards to the received catheter condition. No additional information has been received. The electrode ring damage is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report.